Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was 901 mg/dl. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.